Event description:
It was reported that the patient had a fourth yellow wrench alarm. The backup battery (ebb) was replaced previously. The system controller was exchanged, and log files were provided from prior to the exchange. Log files confirmed the reported ebb faults due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.